Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown, however, it was reported that the jejunal tube had been in place for 15 months. According to the complainant, on (B)(6) 2013. The jejunal tube was dislodged approximately 15 centimeters outside the patient. The jejunal tube was not replaced. Attempts to obtain additional information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown, however, it was reported that the jejunal tube had been in place for 15 months. According to the complainant, on (B)(6) 2013. The jejunal tube was dislodged approximately 15 centimeters outside the patient. The jejunal tube was not replaced. Attempts to obtain additional information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report. Additional information received on october 13, 2013: the jejunal tube retention rings were correctly attached.